Event description:
Customer reported that the buttons on the insulin pump became unresponsive after a battery change but that the time did advance. The blood glucose reading was 107 mg/dl. She also received a battery out limit alarm after the battery change and stated that the batteries had been out of the insulin pump for an extended period of time. She stated that leading up to the keypad issues, the buttons had become harder to press. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. No unexpected battery out limit alarms noted. The device was received with unresponsive down arrow button due to corroded keypad traces. The unit was received with cracked case at the display window corners, reservoir tube and battery tube threads, minor scratched display window, missing end cap sticker, broken reservoir tube lip, and missing reservoir tube lip o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.